Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed fiber optic sensor error the console was swapped out to continue treatment without issues. There was no patient harm reported.

Manufacturer narrative:
Info added to describe event (B)(6) 2023. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: e2, g2. Additional information: e1 (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) hadfiber-optic sensor failure alarm. There was patient involvement but no adverse event reported. A getinge field safety engineer (fse ) was dispatched to evaluate the unit. Identified broken fiber optic connector. Able to run simulated treatment with testing catheter and trainer without issue upon initially testing unit. Physical damage correlates with user complaint. Nothing unusual identified in the logs, attached for reference. Replaced broken cable assembly, fo sensor extension (d012-00-1562). Post connector replacement, successfully completed a simulated treatment with testing catheter and trainer without issue, as well as full system checkout. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical.